Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed temperature, thermistor, and hand control. It was further determined that the swivel rotated 360 degrees and the connector pins were pushed in. It was determined that the device failed thermistor, hand control and overheated because the flex circuit was damaged. It was determined that the swivel rotated 360 degrees because excessive force was used rotating the motor and bending the pin in the swivel that prevented 360 degree motion. It was determined that the pin was pushed back in the connector was from the connector not being properly aligned and forced into the female connector when plugging it into console and pushing in the pin. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user error/ misuse / abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device was overheating. It was reported that the event did not occur during surgery. It was reported that there was no patient involvement. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of the event was reported as unknown. All available information has been disclosed. If information is obtained that was not available, a supplemental medwatch will be filed as appropriate.